Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet exhibited battery charging and depletion issues, including fluctuating charge levels while connected to power and a greater than 40 percent drop in less than a day, consistent with premature battery discharge and involving the battery component; blood glucose was reportedly unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.